Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported by (B)(6) that the captioned pacemaker was suddenly stopped to operate. During the preliminary investigation this morning, the root cause of the incident is due to bad contact between the battery holder and battery. As the fault can be repeated during our investigation, designed fault may be considered. The device was returned for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the combination of batteries and the battery drawer shorting bar had an intermittent connection. Both batteries had an indent on the negative terminal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.